Event description:
It was reported that a novum iq large volume pump (lvp) was infusing at a rate other than what was programmed. During delivery, it was observed that the expected and actual infusion time, volume, and flow rate were different than what was programmed. It was unknown if the patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed which included a flow rate accuracy test, and it was noted that the unit was able to power on, load a set, and run an infusion without discrepancies. The reported condition of the flow inaccuracy issue could not be verified. An event history log review was performed, and it was noted that there was a system error 20602 (monitor motor stall). The cause of the system error 20602 could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.